Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 07-jul-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2010. In 2010, plaintiff contacted her physician to discuss her birth control options, and underwent the essure procedure. On or about (B)(6) 2014, health care professional advised her that the essure device had perforated her fallopian tubes and that she needed a hysterectomy to remove it. On or about (B)(6) 2014, plaintiff underwent a hysterectomy to remove essure. Since the removal she has experienced severe abdominal pain and menstrual cramps as well as vaginal infections. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and four years later was advised that the essure device had perforated her fallopian tubes. She underwent a hysterectomy to remove essure. This event is listed in the reference safety information for essure. In the present case, the exact date and mechanism of the perforation are unknown. Given the nature of the reported event, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow-up information received on 05-aug-2016: quality-safety evaluation of ptc: the bayer reference number for the ptc report is: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and four years later was advised that the essure device had perforated her fallopian tubes. She underwent a hysterectomy to remove essure. This event is listed in the reference safety information for essure. In the present case, the exact date and mechanism of the perforation are unknown. Given the nature of the reported event, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure device had perforated her fallopian tubes/perforation (fallopian tube(s)'), device dislocation ('malposition of essure device location of device: left pholpen tube/migration of essure device location of device'), bladder prolapse ('bladder or urinary problems or changes: fallen bladder condition'), vaginal prolapse ('vaginal prolapse') and rectocele ('rectocele') in a 31-year-old female patient who had essure (batch no. 678816, 20218446) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cigarette smoker (cigarette amount: 1/2 packs/day.), alcohol use, menorrhagia, pelvic pain, pelvic adhesions, pelvic congestion syndrome, uterine prolapse, mastalgia, chronic back pain, sleep disorder, post-traumatic stress disorder, obesity, constipation chronic, numbness, spondylosis, lumbosacral syndrome, hernia, gastroesophageal reflux, diverticulosis, allergic rhinitis, gastroparesis, vaginal prolapse, genital labial cyst, parity 3, pain, rigidity, breast cancer, thyroid disorder and abdominal bloating. Previously administered products included for to prevent pregnancy: mirena iud in 2008 and ortho tri cyclen from 2005 to 2008; for an unreported indication: mirena and depo provera. Concurrent conditions included varicose veins (surgery to improve) since 2014, bleeding genital, dysuria, hematuria and flank pain. Family history included colon cancer, cancer (mother), clotting disorder (mother and sister), colon cancer (maternal grandmother), heart disease, unspecified (maternal grandfather), high cholesterol (mother), hypertension (mother), osteoporosis (mother), diabetes (paternal grand father) and crohn's disease (paternal grand mother). Concomitant products included ibuprofen. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("menstrual cramps/dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"). In 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), bladder prolapse (seriousness criterion medically significant), vaginal prolapse (seriousness criterion medically significant), rectocele (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse),"), pelvic pain ("pain") and gastrointestinal disorder ("gastrointestinal or digestive system condition type: bowel problem"). On an unknown date, the patient experienced vaginal infection ("vaginal infections") and abdominal pain ("severe abdominal pain/abdominal cramp"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy., bladder surgery and underwent surgery). Essure was removed in 2015. At the time of the report, the fallopian tube perforation, device dislocation, bladder prolapse, vaginal prolapse, rectocele, vaginal infection, dysmenorrhoea, heavy menstrual bleeding and dyspareunia outcome was unknown and the abdominal pain, vaginal haemorrhage, pelvic pain and gastrointestinal disorder was resolving. The reporter considered abdominal pain, bladder prolapse, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, gastrointestinal disorder, heavy menstrual bleeding, pelvic pain, rectocele, vaginal haemorrhage, vaginal infection, and vaginal prolapse to be related to essure. The reporter commented: she never underwent her post essure hsg. Plaintiff underwent other surgery essure related on (B)(6) 2016 and hospitalization . Discrepancy noted on essure removal date (B)(6) 2014 (as written per mr). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. On 2010 were confirmation hysterosalpingogram test that everything looked fine. Batch number: 20218446 exp date:2012/10 man date:2009/10. Batch number: 678816 exp date:2012/10 man date:2009/10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, reporter causality comment was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure device had perforated her fallopian tubes/perforation (fallopian tube(s),") and device dislocation ("malposition of essure device location of device: left pholpen tube/migration of essure device location of device") in a 31-year-old female patient who had essure (batch no. 305678816/30520218446) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cigarette smoker (cigarette amount: 1/2 packs/day.), alcohol use, menorrhagia, pelvic pain, pelvic adhesions, pelvic congestion syndrome, uterine prolapse, mastalgia, chronic back pain, sleep disorder, post-traumatic stress disorder, obesity, constipation chronic, numbness, spondylosis, lumbosacral syndrome, hernia, gastroesophageal reflux, diverticulosis, allergic rhinitis, gastroparesis, vaginal prolapse, genital labial cyst, parity 3, pain, rigidity, breast cancer, thyroid disorder and abdominal bloating. Previously administered products included for to prevent pregnancy: mirena iud in 2008 and ortho tri cyclen from 2005 to 2008; for an unreported indication: mirena and depo provera. Concurrent conditions included bleeding genital, dysuria, hematuria, flank pain and varicose veins (surgery to improve) since 2014. Family history included colon cancer, cancer (mother), clotting disorder (mother and sister), colon cancer (maternal grandmother), heart disease, unspecified (maternal grandfather), high cholesterol (mother), hypertension (mother), osteoporosis (mother), diabetes (paternal grand father) and crohn's disease (paternal grand mother). Concomitant products included ibuprofen. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), bladder disorder ("bladder or urinary problems or changes,"), urinary tract disorder ("bladder or urinary problems or changes"), bladder operation ("surgery other)type of surgery: surgery to repair my fallen bladder,"), vaginal prolapse ("vaginal prolapse and rectocele"), pelvic pain ("pain") and gastrointestinal disorder ("gastrointestinal or digestive system condition type: bowel problem"). In 2015, the patient underwent fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), bladder disorder ("bladder or urinary problems or changes,"), urinary tract disorder ("bladder or urinary problems or changes"), bladder operation ("surgery other)type of surgery: surgery to repair my fallen bladder,"), vaginal prolapse ("vaginal prolapse and rectocele"), pelvic pain ("pain") and gastrointestinal disorder ("gastrointestinal or digestive system condition type: bowel problem"). On an unknown date, the patient experienced vaginal infection ("vaginal infections"), abdominal pain ("severe abdominal pain/abdominal cramp") and dysmenorrhoea ("menstrual cramps/dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy.). Essure was removed in 2015. At the time of the report, the fallopian tube perforation, device dislocation, vaginal infection, dysmenorrhoea, menorrhagia, bladder disorder, urinary tract disorder, bladder operation, vaginal prolapse and dyspareunia outcome was unknown and the abdominal pain, vaginal haemorrhage, pelvic pain and gastrointestinal disorder was resolving. The reporter considered abdominal pain, bladder disorder, bladder operation, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, gastrointestinal disorder, menorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage, vaginal infection and vaginal prolapse to be related to essure. The reporter commented: she never underwent her post essure hsg. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. On 2010 were confirmation hysterosalpingogram test,that everything looked fine. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and mr ,new reporter information updated, relevant history, lab data, patient demographic information,essure indication permanent birth control by bilateral occlusion of the fallopian tubes and lot number 305678816/30520218446,new event abnormal bleeding (vaginal, menorrhagia), malposition of essure device location of device: left pholpen tube, migration of essure device location of device, dysmenorrhea (cramping), vaginal prolapse and rectocele, dyspareunia (painful sexual intercourse), pain, perforation (fallopian tube(s) and gastrointestinal or digestive system condition type: bowel problem were added.the event dysmenorrhea (cramping) clubbed with previous event. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure device had perforated her fallopian tubes") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cigarette smoker (cigarette amount: 1/2 packs/day.), alcohol use, menorrhagia, pelvic pain, pelvic adhesions, pelvic congestion syndrome, uterine prolapse, mastalgia, chronic back pain, sleep disorder, post-traumatic stress disorder, obesity, constipation chronic, numbness, spondylosis, lumbosacral syndrome, hernia, gastroesophageal reflux, diverticulosis, allergic rhinitis, gastroparesis, vaginal prolapse, genital labial cyst, multigravida, pain, rigidity, breast cancer, thyroid disorder and abdominal bloating. Previously administered products included for an unreported indication: depo provera and mirena. Concurrent conditions included bleeding genital, dysuria, hematuria and flank pain. Family history included colon cancer, cancer (mother), clotting disorder (mother and sister), colon cancer (maternal grandmother), heart disease, unspecified (maternal grandfather), high cholesterol (mother), hypertension (mother), osteoporosis (mother), diabetes (paternal grand father) and crohn's disease (paternal grand mother). Concomitant products included ibuprofen. In 2010, the patient had essure inserted. In january 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vaginal infection ("vaginal infections"), abdominal pain ("severe abdominal pain") and dysmenorrhoea ("menstrual cramps"). The patient was treated with surgery. Essure was removed in january 2014. At the time of the report, the fallopian tube perforation, vaginal infection, abdominal pain and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fallopian tube perforation and vaginal infection to be related to essure. The reporter commented: she never underwent her post essure hsg. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable most recent follow-up information incorporated above includes: on (B)(6)2018: reporters added and case become medically confirmed updated patient demographics. Historical condition, historical drug, family history, concomitant disease, concomitant drug were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure device had perforated her fallopian tubes/perforation (fallopian tube(s)"), device dislocation ("malposition of essure device location of device: left pholpen tube/migration of essure device location of device"), bladder prolapse ("bladder or urinary problems or changes: fallen bladder condition"), vaginal prolapse ("vaginal prolapse") and rectocele ("rectocele") in a 31-year-old female patient who had essure (batch no. 305678816/30520218446) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cigarette smoker (cigarette amount: 1/2 packs/day.), alcohol use, menorrhagia, pelvic pain, pelvic adhesions, pelvic congestion syndrome, uterine prolapse, mastalgia, chronic back pain, sleep disorder, post-traumatic stress disorder, obesity, constipation chronic, numbness, spondylosis, lumbosacral syndrome, hernia, gastroesophageal reflux, diverticulosis, allergic rhinitis, gastroparesis, vaginal prolapse, genital labial cyst, parity 3, pain, rigidity, breast cancer, thyroid disorder and abdominal bloating. Previously administered products included for to prevent pregnancy: mirena iud in 2008 and ortho tri cyclen from 2005 to 2008; for an unreported indication: mirena and depo provera. Concurrent conditions included bleeding genital, dysuria, hematuria, flank pain and varicose veins (surgery to improve) since 2014. Family history included colon cancer, cancer (mother), clotting disorder (mother and sister), colon cancer (maternal grandmother), heart disease, unspecified (maternal grandfather), high cholesterol (mother), hypertension (mother), osteoporosis (mother), diabetes (paternal grand father) and crohn's disease (paternal grand mother). Concomitant products included ibuprofen. On (B)(6) 2010, the patient had essure inserted. In february 2010, the patient experienced dysmenorrhoea ("menstrual cramps/dysmenorrhea (cramping)"). In march 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), bladder prolapse (seriousness criterion medically significant), vaginal prolapse (seriousness criterion medically significant), rectocele (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse),"), pelvic pain ("pain") and gastrointestinal disorder ("gastrointestinal or digestive system condition type: bowel problem"). On an unknown date, the patient experienced vaginal infection ("vaginal infections") and abdominal pain ("severe abdominal pain/abdominal cramp"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy.), surgery (bladder surgery) and surgery (underwent surgery). Essure was removed in 2015. At the time of the report, the fallopian tube perforation, device dislocation, bladder prolapse, vaginal prolapse, rectocele, vaginal infection, dysmenorrhoea, menorrhagia and dyspareunia outcome was unknown and the abdominal pain, vaginal haemorrhage, pelvic pain and gastrointestinal disorder was resolving. The reporter considered abdominal pain, bladder prolapse, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, gastrointestinal disorder, menorrhagia, pelvic pain, rectocele, vaginal haemorrhage, vaginal infection and vaginal prolapse to be related to essure. The reporter commented: she never underwent her post essure hsg. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. On 2010 were confirmation hysterosalpingogram test,that everything looked fine. Most recent follow-up information incorporated above includes: on (B)(6) 2018: from pfs event "fallen bladder conditions" was updated to bladder prolapse, rectocele was added. Event bladder operation was deleted and bladder operation(surgery) was added as treatment to bladder prolapse. Onset date are added. Date of birth updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure device had perforated her fallopian tubes/perforation (fallopian tube(s)"), device dislocation ("malposition of essure device location of device: left pholpen tube/migration of essure device location of device"), bladder prolapse ("bladder or urinary problems or changes: fallen bladder condition"), vaginal prolapse ("vaginal prolapse") and rectocele ("rectocele") in a 31-year-old female patient who had essure (batch no. 678816, 20218446) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cigarette smoker (cigarette amount: 1/2 packs/day.), alcohol use, menorrhagia, pelvic pain, pelvic adhesions, pelvic congestion syndrome, uterine prolapse, mastalgia, chronic back pain, sleep disorder, post-traumatic stress disorder, obesity, constipation chronic, numbness, spondylosis, lumbosacral syndrome, hernia, gastroesophageal reflux, diverticulosis, allergic rhinitis, gastroparesis, vaginal prolapse, genital labial cyst, parity 3, pain, rigidity, breast cancer, thyroid disorder and abdominal bloating. Previously administered products included for to prevent pregnancy: mirena iud in 2008 and ortho tri cyclen from 2005 to 2008; for an unreported indication: mirena and depo provera. Concurrent conditions included bleeding genital, dysuria, hematuria, flank pain and varicose veins (surgery to improve) since 2014. Family history included colon cancer, cancer (mother), clotting disorder (mother and sister), colon cancer (maternal grandmother), heart disease, unspecified (maternal grandfather), high cholesterol (mother), hypertension (mother), osteoporosis (mother), diabetes (paternal grand father) and crohn's disease (paternal grand mother). Concomitant products included ibuprofen. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("menstrual cramps/dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), bladder prolapse (seriousness criterion medically significant), vaginal prolapse (seriousness criterion medically significant), rectocele (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse),"), pelvic pain ("pain") and gastrointestinal disorder ("gastrointestinal or digestive system condition type: bowel problem"). On an unknown date, the patient experienced vaginal infection ("vaginal infections") and abdominal pain ("severe abdominal pain/abdominal cramp"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy.), surgery (bladder surgery), surgery (underwent surgery). Essure was removed in 2015. At the time of the report, the fallopian tube perforation, device dislocation, bladder prolapse, vaginal prolapse, rectocele, vaginal infection, dysmenorrhoea, menorrhagia and dyspareunia outcome was unknown and the abdominal pain, vaginal haemorrhage, pelvic pain and gastrointestinal disorder was resolving. The reporter considered abdominal pain, bladder prolapse, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, gastrointestinal disorder, menorrhagia, pelvic pain, rectocele, vaginal haemorrhage, vaginal infection and vaginal prolapse to be related to essure. The reporter commented: she never underwent her post essure hsg. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. On 2010 were confirmation hysterosalpingogram test,that everything looked fine. Batch number: 20218446, exp date:(B)(6) 2012, man date:(B)(6) 2009. Batch number: 678816, exp date:(B)(6) 2012, man date:(B)(6) 2009. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.